Event description:
Nurse placed IV and attempted to use 10cc saline flush to check IV site. Blood aspirated into the syringe without difficulty, however when the nurse attempted to flush the IV, the syringe would only flush to the 5cc reading. It became very difficult to attempt to push the rest of the saline through the syringe. The nurse stopped, disconnected the syringe, and opened a new 10cc flush and was able to flush the IV without difficulty.